Event description:
The pt presented with a stenotic lesion of the sfa. One 6x15 viabahn device was implanted. The physician decided to place another viabahn device proximally to completely cover the lesion. He decided to use a 7mm device; however, he did not want to change the introducer sheath to a larger size. He was unable to advance the device through the sheath and decided to pull it back out. On fluoro, he noticed that the distal tip was missing. He removed the device and attempted to remove the tip with a snare. He lost wire access, and the tip came off the snare and moved. The tip became lodged inside a small branch off the profunda. The physician decided to leave the tip inside the branch vessel. The procedure was completed implanting a second 6mm viabahan device without any adverse outcome for the pt.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.